Event description:
It was reported that the following events occurred hematoma at access site,other bleed the following event, based on data from the cathpci registry, is being reported as a possible duplicate of an event that was already known to bsc and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because cathpci registry data is de-identified before being transmitted to bsc, there are significant limitations to bsc's ability to correlate the data to information previously reported to bsc. Initial reporter is not provided due to the terms of the cathpci registry.

Manufacturer narrative:
Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date field is limited to the year only. January 1 of the given year was used to capture this. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). UDI statement: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information.